Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient did miss a refill as the visiting healthcare professionals (hcp) failed to perform his refill. The rep did see the empty reservoir message yesterday when the managing hcp refilled his pump. No audible alarm was heard by the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 concentration at 400 dose via intrathecal drug delivery pump for intractable spasticity. It was reported that patient had phoned on the 22nd and stated he was feeling more spasticity. At that time he said, he heard no alarms. He had paged the hcp. He was supposed to be refilled. He talked to them and they said they did not have a contract to do that, according to patient and the hcp. On saturday, the 23rd patient went to (B)(6) medical center. They prescribed oral baclofen to patient to get him through. Today the hcp refilled his pump, which showed that it was empty. Environmental/external/patient factors that may have led or contributed to the issue was communication problems with the hcp association. The hcp refilled pump with 2000 mcg/ml and increased his dose by 10% to 400 mcg/day. At the time of this report, the issue was resolved and patient status was alive no injury. No further complications were reported.